Event description:
It was reported that a verisight pro catheter was used in an inferior vena cava filter (ivcf) procedure. Prior to use of the catheter, a non-philips introducer sheath was inserted into the ivc. While advancing the catheter in the introducer sheath, an ivc perforation was noted. It was suspected that the introducer sheath did some initial damage to the ivc; however, no symptoms were noted after sheath advancement. The ivc was repaired with aaa endoprosthesis, and the procedure was completed successfully. This adverse event is being submitted because the verisight was in use when a perforation occurred, requiring intervention. There was no alleged malfunction with the verisight.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a3b: date of birth and gender not available from facility. Block b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3: the verisight catheter was not returned, thus no product investigation was performed. Block h6: per the IFU, perforation is listed as a known risk of complication with use of the verisight catheter. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s).